Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device ECG (electrocardiography) output was not working, different ECG cables were tested as part of troubleshooting. There was no reported patient involvement, therefore no health consequences or impact.